Event description:
Boston scientific received information that this device was included in a clinical study data research spreadsheet showing this device had a report of inappropriate shock delivery due to a sinus tachycardia or supraventricular tachycardia. A review of the episode details and electrogram showed the patient received two separate bursts of anti-tachycardia pacing (atp) and six inappropriate shocks that exhausted device therapies for that episode due to a conducted 1:1 arrhythmia that was detected in the ventricular tachycardia zone. No adverse patient effects were reported. The device was explanted approximately 44 months later due to its inclusion in a product advisory population.

Manufacturer narrative:
As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided.